Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer required assistance from another person to bring them juice to address the low. Customer declined further troubleshooting or to give further information regarding the event.